Manufacturer narrative:
No death or serious injury were reported and it was stated that the patient was treated without issue. The ifus state to ensure air is removed from the lines and specifically to fill the d-vial to the fill level mark and to ensure the wet to wet connection on the c-lines to prevent air from being introduced. A follow-up meeting was held with the third-party pharmacy and they stated that they flushed/primed the system per instructions in the IFU. A review of production records shows the batch was manufactured to approved specifications and met all quality assurance criteria. This MDR has been filed due to the potential for serious injury as there is a potential risk of air embolism should the lines not be properly flushed.

Event description:
A third-party pharmacy was used to prepare the dose for the hospital. The hospital has stated they experienced two incidences of air coming out of the c line off the d-vial during the procedure.